Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming functional testing however it was additionally noted that it passed functional tests when used with a known, good cable. The cable returned with the head was also noted to be twisted. The head was being sent on for repair and reallocation. (B)(4).

Event description:
The radiofrequency programmer head was returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.